Manufacturer narrative:
Updated fields: h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and olympus endoscopy support specialist (ess) report confirmed the device light guide (lg) tube was deformed. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be definitively identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had deformation of the lg tube consistent with the device being damaged/dropped, with the cause traced to misuse. The event can be prevented by following the instructions for use which state: "do not hit, stretch, twist, drop, or bend excessively the distal end, insertion section, or connector section of the ultrasonic probe. Otherwise, the equipment may be damaged and could cause patient injury, burns, bleeding, perforation, or detachment of parts." Additionally, several passages indicate to evaluate the device if issues arise with the device, dropping the device should meet the requirement for the following excerpt from page 15: "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment used with this instrument as instructed in respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 12, ¿troubleshooting¿. If the instrument malfunctions, do not use it. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during the procedure the subject device probe fell on the floor and physician picked the probe up and continued to use on the patient. The issue occurred during therapeutic ion procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.